Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous distal right coronary artery. The lesion was predilated with a non bsc balloon. The 2.50 x 16 mm taxus liberte stent was unable to cross the lesion. The physician removed that stent from the pt and noted stent damage. The procedure was completed with a non bsc stent. The pt status is listed as fine with no complications reported.